Event description:
Additional information was received stating that the causes of the pushwire break, ped bend, and failure of the tip coil and proximal bumper to retract were not determined. The coil came out of the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed on the coil or catheter after removal. The bend in the wire did not affect the deployment or placement of the ped, and no additional maneuvers or adjustments were required to address the bend. No signs of damage were observed on the phenom27 during or after the procedure. No type of damage was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a previously coiled remnant, unruptured right internal carotid artery aneurysm with a max diameter of 4 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.1 mm distally and 5.1 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the deployment of the ped was unremarkable. One re-sheathing maneuver was performed as the distal braid was deemed to be slightly covering the pcomm artery. After the ped system was recaptured it was pulled just slightly proximal to the pcomm and resumed deployment. As the phenom 27 neared the point-of-no-return, there appeared to be a bend in the wire just proximal to the proximal bumper, but the physician still had tactile control of the device, so deployment was completed. The phenom 27 was then tracked back through the ped and the ptfe sleeves were recaptured with minimal push-pull forces to overcome them. After the ptfe sleeves and tip coil were fully recaptured into the p27, the physician noted that the tip coil and proximal bumper were no longer retracting through the phenom27 as he pulled on the pusher wire. The phenom 27 and pusher wire were removed as one unit and examined on the back table. It was discovered that the pusher wire had become detached from the proximal bumper and tip-coil segment. The pushwire was observed to have a break, specifically at the hypotube proximal to the wire weld. The broken segment of the pushwire was remove d from the patient. It was determined that the break occurred while the pushwire was fully within the phenom27 (p27) microcatheter. The p27 and pusher wire were removed together as one unit, with the entire tip-coil to proximal bumper segment fully inside the p27 when the issue was identified. The number of rotations to deploy the pipeline was not specified, and there was no friction or difficulty reported during the process. The attached images were taken less than a minute apart. Appre/latpre were before the bend was noted. Appost/latpost were taken after the bend was noted. There were no aggressive loading/unloading maneuvers that took place between the images.the angiographic result post procedure was unremarkable as expected. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a penumbra benchmark 71 alembic apro 55ic guide catheter, phenom 27 microcatheter, aristotle 24 guidewire.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg15 (unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.